Event description:
It was reported that the ilet user experienced a hyperglycemic event after forgetting to perform a meal announcement. Symptoms included insufficiently characterized hyperglycemia. Outcomes included insufficiently characterized impact to health. Several attempts were made to obtain additional information but were unsuccessful. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure and the user interface noted as the relevant component. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.